Event description:
Main body graft was successfully deployed, followed by placement of the contralateral leg, secured by an adequate overlap with the main body limb. Angiogram observed a distal type I endoleak on the contralateral leg graft which was unsuccessfully treated by re-ballooning the leg graft. After deploying another MFR's stent in the distal portion of the contralateral leg, the endoleak was resolved. Angiogram performed after the ipsilateral leg deployment noted an endoleak, though to be a type I distal endoleak, but the origin was dissficult to discorn. The seal zones were ballooned three times without any noted resolve to the endoleak. Another MFR's stent was deployed in the distal portion of the ipsilateral leg graft, however, during the completion angiogram a slight endoleak was still observed. Pt's act level registered 270 during the final angiogram. A follow-up CT is scheduled for 7 days post procedure at which time the endoleak status will be evaluated. Refer to 1820334-2005-00071 for additional information.